Event description:
It was reported that the pump time and date was inaccurate. Tandem technical support reviewed pump data, and found the time change was done by the user. Customer's blood glucose level was 240 mg/dl. Multiple attempts were made to follow up with the customer. No response from the customer was received.

Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Reportedly, the pump date was off by two days. Due to the settings issue, the customer's ratio settings were impacted. The contact reported that the customer's blood glucose was 240 mg/dl. Although requested, no additional information was provided regarding the reported issue.